Event description:
It was initially reported that the patient had high impedance on system diagnostics at a recent appointment (output status ok, lead impedance high, dcdc unk, neos no). This was the first time that the office has seen the patient so it is unknown when he was last interrogated or diagnostics were run. The patient had is generator disabled. There was not reported to trauma that preceded the high impedance and the patient was not at end of service. X-rays were taken and there were no break or fractures were seen per the physician. X-rays will not be provided to the manufacturer. Surgery is likely but has not occurred to date.

Event description:
Additional information was received that the patient had surgery but only the generator was replaced. The hospital does not return explanted product, it goes to pathology where it is discarded.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that product analysis was completed on the generator. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received from the hospital that they had the patient generator for return. The caller requested return product kits and they were sent to the site. The generator had not been returned to the manufacturer to date.

Manufacturer narrative:
Device available for evaluation: corrected data: follow-up report #3 inadvertently reported the date that he generator was returned to the manufacturer but the suspect device was the lead which was not returned to the manufacturer. Device evaluated by MFR: corrected data: follow-up report #3 inadvertently reported that the device was not evaluated by the manufacturer but was in processed however the suspect device, the lead, was not return. (B)(4).